Event description:
A malfunction occurred after the pump got wet in the shower, displaying malfunction code malf 0. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, advising the customer to switch to manual insulin injections as a backup therapy. They informed the customer about receiving a pump with updated software and provided instructions on how to store the current pump before returning it. A replacement pump was sent, and the customer was instructed to return the malfunctioning pump using a pre-paid ups label within 10 days.